Event description:
It was reported to boston scientific corporation that a polyflex esophageal stent was used emergently to seal an anastomosis leakage following gastric bypass surgery 2009, on a female patient. According to the complainant, the proximal end of the polyflex stent was then placed into the esophagus and the distal end into the ileum. Six days post placement, the polyflex esophageal stent migrated into the distal part of the ileum since there was no stricture anchor the stent. The physician attempted to retrieve the migrated stent by using a colonoscope, however, this was unsuccessful. A laparotomy was performed the following month, for stent removal. It was reported that the patient experienced a site infection following the laparotomy. A prolonged hospitalization of one week was required as a result of the additional procedure.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.